Manufacturer narrative:
Fluid collection in uterus occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. The patient initially had a heavy orange-yellow vaginal discharge and now has a light-colored, moderate amount of discharge. The patient has no complaints of urinary discomfort. Six months after the procedure, the patient continued to have a vaginal discharge. All cultures were negative. The vaginal fluid creatinine level was 80 mg/dl which was consistent with urine. A pelvic ultrasound shows a fluid collection in the uterine cavity. A hysteroscopy showed no obvious fistula. The endometrial cavity looked normal to the surgeon with no areas of hypertrophic tissue. A urology consult has been requested, but is several weeks away as the patient is on a waiting list for the urologist. It is anticipated that a cystogram and cystoscopy will be performed by the urologist.